Event description:
#Medwatcher #followup1 #fdamw5041049 #(B)(4) I am scheduled to have a hysterectomy on (B)(6) 2015 as a result of these complications.

Event description:
(B)(4). I was implanted in (B)(6) 2010 and since then I have had several problems that have resulted from the essure coils: mood and emotional imbalances including depression and anxiety, fatigue, chronic inflammation in all of my joints, weight gain, loss of hair, dry flaky scalp, ibs diagnosis, pcos diagnosis, polyps in my uterus, heavy bleeding and severe cramping up to a week before, during, and after menstrual cycle, memory loss and brain fog, vision problems, loss of sex drive, random flutter feelings in my abdomen and sharp pains in both of my sides, debilitating migraines that last several days despite medications, loss of energy, vitamin deficiency, and an all around feeling of miserable.